Event description:
It was reported that the patient is requesting a replacement of an inflatable penile prosthesis(ipp) device due to discomfort. The surgeon reported that the product is working as expected but the reservoir will be repositioned. A revision surgery will occur on (B)(6) 2019.